Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 53 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, 1037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 53 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, 1037 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). Y). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 53 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of painful intercourse, obesity, parity 4 and multi gravida. No known allergies. Smoking status: never smoker. Smokeless tobacco: never used. Alcohol use: no. Drug use: no. Sexual activity: not currently. The only concomitant product mentioned was omeprazole. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy, essure removal, operative laparoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery-no. Lmp: (B)(6) 2018. But patient says she will have bleeding from time to time when her pain is the worst. Her abdomen and pain have been getting larger and worse gradually over the last 2 years. Last time she saw a doctor, gynecologist is 1 year ago. Had normal pap at that time. Not sure if she had a pelvic exam. Discrepancy noted in removal date (as per mr): (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.37 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical records received. Reporter information, patient notes, weight, bmi, medical history, reporter causality comment added. Event medical device removal updated to pelvic pain. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.